Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/(B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: electrophysiologic insights into site of atrioventricular block lessons from permanent his bundle pacing. Jacc: clinical electrophysiology. 2015;1(6):571-581. (B)(4).

Event description:
A journal article was received which contained information regarding this lead model. The article indicated that there were lead dislodgements, intermittent loss of capture and a "significant" increase in thresholds for five (5) patients. It was noted that these five (5) patients had successful lead revisions. Additional information obtained through follow up with the author indicated that there were no product performance issues. No further information was available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.